Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of back pain ("daily pain in back") and cholelithiasis ("gallstones (large gallstone)") in a (B)(6) female patient who received essure. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity 4. Concurrent conditions included nickel sensitivity (she could not tolerate costume jewelry). On (B)(6) 2016, the patient started essure. In (B)(6) 2016, the patient experienced back pain (seriousness criteria medically significant and clinically significant/intervention required), procedural pain ("pains afterwards insertion") and myalgia ("daily pain in muscles (when I bent down, there was cracking)"). In 2016, the patient experienced pain in extremity ("pain in hands"), headache ("terrible headaches"), vision blurred ("sudden blurred vision (eye problems)"), memory impairment ("memory lapses (loss of memory)"), depressed mood ("feeling sad, lost, not herself anymore"), dark circles under eyes ("circles under the eyes") and asthenia ("asthenia"). In (B)(6) 2016, the patient experienced influenza like illness ("pain in thighs like when flu is coming on (sore muscles like she had flu)") and arthralgia ("daily pain in knees, unbearable joint pain"). In (B)(6) 2016, the patient experienced cholelithiasis (seriousness criterion medically significant) with abdominal pain. On an unknown date, the patient experienced amnesia ("memory lapses (loss of memory)"), balance disorder ("loss of balance from time to time"), abdominal pain upper ("stomach pain"), general physical health deterioration ("health started to deteriorate"), fatigue ("very tired") and anger ("feel anger"). The patient was treated with surgery (in 2017 she had an operation to remove the inserts, uterine tubes, uterus and cervix) and surgery (she had to undergo a removal of gallbladder on (B)(6) 2017). Essure was withdrawn. At the time of the report, the back pain, cholelithiasis, influenza like illness, arthralgia, myalgia, pain in extremity, headache, vision blurred, memory impairment, amnesia, depressed mood, dark circles under eyes, asthenia, balance disorder, abdominal pain upper, general physical health deterioration, fatigue and anger outcome was unknown and the procedural pain had resolved. The reporter considered back pain, cholelithiasis, procedural pain, influenza like illness, arthralgia, myalgia, pain in extremity, headache, vision blurred, memory impairment, amnesia, depressed mood, dark circles under eyes, asthenia, balance disorder, abdominal pain upper, general physical health deterioration, fatigue and anger to be related to essure. The reporter commented: insertion was done under general anesthesia. She used to exercise a lot, but now she do not do anything anymore. Medical examinations showed nothing. Certain that the inserts were responsible for all or part of her problems. Follow-up information incorporated above includes: on 28-feb-2017: events added: very tired, stomach pain, feel anger and health started to deteriorate. The event daily pain in knees was amended to daily pain in knees, unbearable joint pain. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 7-mar-2017: quality-safety evaluation received. Company causality comment: this non-medically confirmed spontaneous case report refers to (B)(6) female consumer who had essure (fallopian tube occlusion insert) inserted and presented daily pain in back. She had an operation to remove the inserts, uterine tubes, uterus and cervix. She also presented gallstones and removal of gallbladder was required. The reported events are serious due to medical importance. Gallstones is unanticipated in essure's reference safety information while other event is anticipated. After essure insertion, pelvic, back and uncharacterized pain may occur. In this case, the event started around 7 months after insertion. Considering positive temporal relationship and event's nature, causality with the suspect insert cannot be excluded. Regarding event gallstones, considering essure's local action in fallopian tubes and event's pathophysiology causality can be excluded. In addition, other non-serious events were reported. This case was regarded as incident since device removal was required. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Since no batch number was reported, a batch investigation with respect to similar adverse event cases is not applicable.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of back pain ("daily pain in back") and cholelithiasis ("gallstones") in a (B)(6) female patient who received essure. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity 4. Concurrent conditions included nickel sensitivity (she could not tolerate costume jewelry). In (B)(6) 2016, the patient started essure. In (B)(6) 2016, the patient experienced back pain (seriousness criteria medically significant and clinically significant/intervention required), procedural pain ("pains afterwards insertion") and myalgia ("daily pain in muscles (when I bent down, there was cracking)"). In (B)(6) 2016, the patient experienced the first episode of pain in extremity ("pain in thighs like when flu is coming on") and arthralgia ("daily pain in knees"). In (B)(6) 2016, the patient experienced cholelithiasis (seriousness criterion medically significant) with abdominal pain. In 2016, the patient experienced the second episode of pain in extremity ("pain in hands"), headache ("terrible headaches"), vision blurred ("sudden blurred vision"), memory impairment ("memory lapses"), depressed mood ("feeling sad, lost, not herself anymore"), dark circles under eyes ("circles under the eyes") and asthenia ("asthenia"). On an unknown date, the patient experienced balance disorder ("loss of balance from time to time"). Surgery to remove gallbladder was done on na unknown date. Total hysterectomy and a salpingectomy is scheduled to (B)(6) 2017. At the time of the report, the back pain, first episode of pain in extremity, arthralgia, myalgia, second episode of pain in extremity, headache, vision blurred, memory impairment, depressed mood, dark circles under eyes, asthenia, cholelithiasis and balance disorder outcome was unknown and the procedural pain had resolved. The reporter considered back pain, procedural pain, the first episode of pain in extremity, arthralgia, myalgia, the second episode of pain in extremity, headache, vision blurred, memory impairment, depressed mood, dark circles under eyes, asthenia, cholelithiasis and balance disorder to be related to essure. The reporter commented: insertion was done under general anesthesia. She used to exercise a lot, but now she do not do anything anymore. Medical examinations showed nothing. Company causality comment: this non-medically confirmed spontaneous case report refers to (B)(6) female consumer who had essure (fallopian tube occlusion insert) inserted and she presented daily pain in back, total hysterectomy and salpingectomy is scheduled to (B)(6) 2017. Also she presented gallstones and removal of gallbladder was required. The reported events are serious due to medical importance. Gallstones is unanticipated in essure's reference safety information while other event is anticipated. After essure insertion, pelvic, back and uncharacterized pain may occur. In this case, the event started around 7 months after insertion. Considering positive temporal relationship and event's nature, causality with the suspect insert cannot be excluded. Regarding event gallstones, considering essure's local action in fallopian tubes and event's pathophysiology causality can be excluded. In addition, other non-serious events were reported. This case was regarded as incident since total hysterectomy and salpingectomy to remove essure will be required. The product technical analysis has been sought.